Event description:
It was reported that during a follow up this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. In addition, in march 2025 an inappropriate shock was seen. The patient was admitted to the hospital after the treated episode and after provocation testing small amplitude noise was reproduced and an inquiry was sent to technical services (ts) to see if the inappropriate shock was due to noise or electromagnetic interference (emi). Ts reviewed the device data and confirmed that the device was depleting prematurely. The replacement interval was ninety days. Regarding the inappropriate shock episodes ts noted that noise/artifacts were seen and ts wanted to know if an event in march the patient may have been hospitalized. Ts noted that if the events in march can be excluded it may be beneficial reassessing the primary sensing vector and trying to illicit myopotential noise artifacts through provocation maneuvers. No adverse patient effects were reported. The sicd remains implanted. Ts further discussed that in regard to the non-physiologic noise/artefact and perturbations observed - if one cannot recreate that noise/artefact or account for it through some external influence, it is difficult to conclude that the electrode is functioning normally. Ts noted that the electrode path as visible on the x-ray was unconventional, as ideally the electrode would be vertical along the sternum. Ts noted that the strong lateral placement of the tip electrode would have likely contributed to the myopotential noise/artefact observed in some of the events. Ts added that it would be up to the physician to decide the next course of action. No adverse patient effects were reported. The electrode remains implanted.

Manufacturer narrative:
This report is being filed to correct the initial reporter information.

Event description:
It was reported that during a follow up this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. In addition, in (B)(6) 2025 an inappropriate shock was seen. The patient was admitted to the hospital after the treated episode and after provocation testing small amplitude noise was reproduced and an inquiry was sent to technical services (ts) to see if the inappropriate shock was due to noise or electromagnetic interference (emi). Ts reviewed the device data and confirmed that the device was depleting prematurely. The replacement interval was ninety days. Regarding the inappropriate shock episodes ts noted that noise/artifacts were seen and ts wanted to know if an event in march the patient may have been hospitalized. Ts noted that if the events in march can be excluded it may be beneficial reassessing the primary sensing vector and trying to illicit myopotential noise artifacts through provocation maneuvers. No adverse patient effects were reported. The sicd remains implanted. Ts further discussed that in regard to the non-physiologic noise/artefact and perturbations observed. Ts noted that if it was not possible to recreate that noise/artefact or account for it through some external influence, it is difficult to conclude that the electrode is functioning normally. Ts noted that the electrode path as visible on the x-ray was unconventional, as ideally the electrode would be vertical along the sternum. Ts noted that the strong lateral placement of the tip electrode would have likely contributed to the myopotential noise/artefact observed in some of the events. Ts added that it would be up to the physician to decide the next course of action. No adverse patient effects were reported. The electrode remains implanted. Ts further noted that if the patient has atrial fibrillation (af) that may be managed by means of rate control, however that would still not address the electrode performance as noted in the untreated and treated episodes discussed previously. No adverse patient effects were reported. The s-ICD system remains implanted.

Event description:
It was reported that during a follow up this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. In addition, in (B)(6) 2025 an inappropriate shock was seen. During provocation testing small amplitude noise was reproduced and an inquiry was sent to technical services (ts) to see if the inappropriate shock was due to noise or electromagnetic interference (emi). Ts reviewed the device data and confirmed that the device was depleting prematurely. The replacement interval was ninety days. Regarding the inappropriate shock episodes ts noted that noise/artifacts were seen and ts wanted to know if an event in march the patient may have been hospitalized. Ts noted that if the events in march can be excluded it may be beneficial reassessing the primary sensing vector and trying to illicit myopotential noise artifacts through provocation maneuvers. No adverse patient effects were reported. The sicd remains implanted.

Event description:
It was reported that during a follow up this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. In addition, in march 2025 an inappropriate shock was seen. The patient was admitted to the hospital after the treated episode and after provocation testing small amplitude noise was reproduced and an inquiry was sent to technical services (ts) to see if the inappropriate shock was due to noise or electromagnetic interference (emi). Ts reviewed the device data and confirmed that the device was depleting prematurely. The replacement interval was ninety days. Regarding the inappropriate shock episodes ts noted that noise/artifacts were seen and ts wanted to know if an event in march the patient may have been hospitalized. Ts noted that if the events in march can be excluded it may be beneficial reassessing the primary sensing vector and trying to illicit myopotential noise artifacts through provocation maneuvers. No adverse patient effects were reported. The sicd remains implanted. Ts further discussed that in regard to the non-physiologic noise/artefact and perturbations observed. Ts noted that if it was not possible to recreate that noise/artefact or account for it through some external influence, it is difficult to conclude that the electrode is functioning normally. Ts noted that the electrode path as visible on the x-ray was unconventional, as ideally the electrode would be vertical along the sternum. Ts noted that the strong lateral placement of the tip electrode would have likely contributed to the myopotential noise/artefact observed in some of the events. Ts added that it would be up to the physician to decide the next course of action. No adverse patient effects were reported. The electrode remains implanted. Ts further noted that if the patient has atrial fibrillation (af) that may be managed by means of rate control, however that would still not address the electrode performance as noted in the untreated and treated episodes discussed previously. No adverse patient effects were reported. The s-ICD system remains implanted.

Manufacturer narrative:
This report is being filed to correct the initial reporter information.

Event description:
It was reported that during a follow up this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. In addition, in march 2025 an inappropriate shock was seen. The patient was admitted to the hospital after the treated episode and after provocation testing small amplitude noise was reproduced and an inquiry was sent to technical services (ts) to see if the inappropriate shock was due to noise or electromagnetic interference (emi). Ts reviewed the device data and confirmed that the device was depleting prematurely. The replacement interval was ninety days. Regarding the inappropriate shock episodes ts noted that noise/artifacts were seen and ts wanted to know if an event in march the patient may have been hospitalized. Ts noted that if the events in march can be excluded it may be beneficial reassessing the primary sensing vector and trying to illicit myopotential noise artifacts through provocation maneuvers. No adverse patient effects were reported. The sicd remains implanted. Ts further discussed that in regard to the non-physiologic noise/artefact and perturbations observed. Ts noted that if it was not possible to recreate that noise/artefact or account for it through some external influence, it is difficult to conclude that the electrode is functioning normally. Ts noted that the electrode path as visible on the x-ray was unconventional, as ideally the electrode would be vertical along the sternum. Ts noted that the strong lateral placement of the tip electrode would have likely contributed to the myopotential noise/artefact observed in some of the events. Ts added that it would be up to the physician to decide the next course of action. Ts further noted that if the patient has atrial fibrillation (af) that may be managed by means of rate control, however that would still not address the electrode performance as noted in the untreated and treated episodes discussed previously. No adverse patient effects were reported. The s-ICD system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial reporter section.

Event description:
It was reported that during a follow up this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. In addition, in march 2025 an inappropriate shock was seen. The patient was admitted to the hospital after the treated episode and after provocation testing small amplitude noise was reproduced and an inquiry was sent to technical services (ts) to see if the inappropriate shock was due to noise or electromagnetic interference (emi). Ts reviewed the device data and confirmed that the device was depleting prematurely. The replacement interval was ninety days. Regarding the inappropriate shock episodes ts noted that noise/artifacts were seen and ts wanted to know if an event in march the patient may have been hospitalized. Ts noted that if the events in march can be excluded it may be beneficial reassessing the primary sensing vector and trying to illicit myopotential noise artifacts through provocation maneuvers. No adverse patient effects were reported. The sicd remains implanted. Ts further discussed that in regard to the non-physiologic noise/artefact and perturbations observed. Ts noted that if it was not possible to recreate that noise/artefact or account for it through some external influence, it is difficult to conclude that the electrode is functioning normally. Ts noted that the electrode path as visible on the x-ray was unconventional, as ideally the electrode would be vertical along the sternum. Ts noted that the strong lateral placement of the tip electrode would have likely contributed to the myopotential noise/artefact observed in some of the events. Ts added that it would be up to the physician to decide the next course of action. Ts further noted that if the patient has atrial fibrillation (af) that may be managed by means of rate control, however that would still not address the electrode performance as noted in the untreated and treated episodes discussed previously. No adverse patient effects were reported. The s-ICD system was explanted. No additional adverse patient effects were reported.